Event description:
Revision surgery of the tibia plateau with screw because of a broken screw.

Manufacturer narrative:
Visual investigation of complaint sample: the screw is broken and the tibia plateau shows unusual wear. There is no further investigation possible because of too less info. The customer was contacted for more info like x-day images, surgery report, etc. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr 803.